Manufacturer narrative:
Concomitant medical products - boston scientific repliform on (B)(6) 2000; boston scientific precision twist on (B)(6) 2000; boston scientific vesica press-in bone anchors on (B)(6) 2000. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified stratasis urethral sling¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a boston scientific repliform and a boston scientific precision twist on (B)(6) 2000. The patient was also reportedly implanted with a stratasis and boston scientific vesica press-in bone anchors on (B)(6) 2000. Both surgeries took place at (B)(6) hospital in (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.